Event description:
It was reported that the patient was experiencing inadequate stimulation and stimulation to non-target area. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device were retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5141157/7074155.